Manufacturer narrative:
Findings: pump received with intermittent act button response due to flattened button dome switch. No unexpected frozen display or numbers scrolling or ramping during testing. Pump received with normal operating currents. Pump monitored for several days and no battery out limit alarms occurred during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 114 mg/dl at the time of the call. The customer stated that the buttons do not respond after clearing the alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.